Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform unexpected error test, occlusion test, prime test, excessive no delivery test and displacement test due to motor error alarm. Unable to verify alarm and unexpected alarm due to motor error alarm.

Event description:
The customer reported via phone call that insulin pump had pump error. The blood glucose at the time of the incident was unknown. The customer was assisted with troubleshooting. The device will be returned for analysis.